Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic retrograde cholangiopancreatogram (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the irrigation catheter was returned for analysis; other components were not returned. No issue was noted with the irrigation catheter. Based on the evaluation of the returned component, it cannot be confirmed if all the bands were deployed, if the ligator head teeth were bent or if the trip wire was secured in the handle assembly slot and these conditions can affect the bands deployment activity which could have contributed with the reported issues. Based on the evaluation of the returned device, the complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic retrograde cholangiopancreatogram (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.